Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to clinic for follow-up. Non-sustained vt/vf episode was observed on ventricular channel, suspected to be due to lead damage. Noise was not reproducible in clinic, and no intervention was reported. Patient will continue to be monitored.